Manufacturer narrative:
The insulin pump received with operating currents within spec. Device passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarms were noted during testing. Power management tool confirms the unloaded voltage and loaded voltage are within specs. Device passed leak test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device received with minor scratched display window and case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Sales representative reported via phone call that they met with the customer because the insulin pump alarmed failed battery test. They changed the battery but alarm could not be cleared as the buttons were not responding. Customer stated that the time on the display changed. Device was not bumped or dropped. Blood glucose value was 8 mmol/l. It was advised the insulin pump needed to be replaced.